Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Subsequently, a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Lastly, it was reported that a minimum fill notification occurred after the user filled the cartridge with 350 unites of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Customer's blood glucose (bg) level was 161 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues.